Manufacturer narrative:
On 27 june 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the cup impactor terminal is screwed and blocked inside the implant cup. It is necessary to use a clamp to be able to unscrew the terminal. Looking at the terminal surface some scratches on the balinit-c has been evaluated. In addition the balinit-c fragments are also present on the implant surface. Moreover debris of dried blood are present both on the terminal and on the implant surface. Both the balinit-c degradation and blood debris could be the root cause of the unscrewing block underlined in this complaint. Batch review performed on 27 june 2017. Lot 1651156: (B)(4) items manufactured and released on 21 july 2016. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot.

Event description:
The terminal cup impactor for metal back cc stuck into the cup and can't be disconnect. The surgeon used another cup (same reference) to complete the surgery. The surgeon completed the surgery with the cup impactor with m30nw terminal.